Event description:
It was reported, the port/catheter was implanted into the left subclayian to receive chemo therapy drugs. The port/catheter was prepared and flushed with saline solution, without any difficulty. However, they could not aspirate and as a result, the port was removed. Another port was inserted and flushed, but again they could not aspirate. The physician decided to leave the port in place and begin chemotherapy. There were no associated patient complications.